Event description:
It was reported during a thyroidectomy, the trivantage emg tube required re-inflation during the case due to a slow leak.

Manufacturer narrative:
This device is used for therapeutic purposes. No known impact or consequence to patient. (B)(4). Product was not returned for evaluation. Method - no testing methods performed. (B)(4).